Event description:
It was reported that a cgm error 42 occurred. There was no adverse impact to the customer's blood glucose level. Customer was guided through a complete pump reset by technical support, after which the error did not reappear, and the customer successfully started a new sensor session.